Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and reservoir leakage on the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that the reservoir has caused insulin to leak into the compartment. The customer stated that the pump was exposed to fluid in the past with no moisture visible in pump. The customer stated that the pump's display did not go blank. The customer stated that the pump did not give any alarms. The customer was assisted with the self-test. The customer stated that the test passed. The customer was advised to monitor the pump.